Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the surgery. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Therapy was confirmed post op.